Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The sensor glucose was¿ 50 mg/dl, and the blood glucose value was 300 mg/dl which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event during the smart guard on. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. The event involved product(s) mmt-7040c1. The customer reported a discrepancy between sensor glucose and blood glucose which was not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. The customer received a change sensor alert and calibration was not accepted. The customer was unable to run a transmitter test and the test passed. The customer was advised to try another sensor. The customer reported high blood glucose. No further patient complications were reported. No product return is required for mmt-7040c1.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.